Event description:
Initial: it has been reported to philips that system showed poor quality of images and a high radiation dose. No patient harm has been reported. Philips has started an investigation for this complaint. Follow up: philips has investigated this complaint. Based on the available information, the procedure was completed and there was no harm to any patient. No additional information regarding the reported problem was provided by the customer. The customer raised two service requests on consecutive days (B)(6)september 2020) regarding the same system and same problem description. For the service request of 28 september, philips went onsite, calibrated and confirmed the dose output for the system. Additionally, the tube and detector were calibrated and the dose entrance for the patient was checked. For the second service request (29 september), the customer refused the service request. After this, no further service request for this system was raised. Philips concludes that the system is working as designed and within specification.

Event description:
It has been reported to philips that system showed poor quality of images and a high radiation dose. No patient harm has been reported. Philips has started an investigation for this complaint.